Event description:
It was reported the patient received the following results within 15 minutes: 128 mg/dl, 184 mg/dl, 204 mg/dl,155 mg/dl, 128 mg/dl, and 96 mg/dl. The patient experienced symptoms of hyperglycemia with sweating, nausea, blurred vision, and high heart rate.